Event description:
Info was rec'd from an intl customer that the ventilator exhibited an odor of overheating while in use on a pt. The ventilator was removed from svc. The customer reported there was no pt harm. The distributor's svc engineer performed checkout of the ventilator and reported there was no indication of ac power to the unit. Visual inspection of the interior of the ventilator found heat related damage to the snubber pcb on the power supply. The svc engineer replaced the power supply for the noted snubber pcb overheating. During repair the svc engineer reported the ventilator did a restart. The service engineer replaced the cpu pcb to correct that finding. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na